Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: charged coupled device is broken therefore the resolution is inadequate and the fiber bonding in the outer tube area is damaged. A root cause could not be identified. Based on the results of the investigation, the likely causes of the additional finding is unable to determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the gynecologic laparoscope had green image. The issue was found during a therapeutic laparoscopic cholecystectomy procedure, which was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.